Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days upon receipt.

Event description:
The physician experienced difficulty retracting the needle during attempted, treatment of a totally occluded lesion in the superficial femoral artery (sfa). The pt is a female. The product was properly inspected and prepped prior to use. Deployment and retraction were verified prior to use. The physician stated that when he attempted to retract the needle back into the catheter, the needle would not retract. When he saw that the wire would not retract, he purposely broke the handle of the device and noticed that the inner sleeve was not attached to the retraction mechanism, so he grabbed the inner sheath and was able to retract the needle without difficulty. During removal of the catheter, the plastic distal tip separated and needle to be snared out of the sheath. The plastic tip was successfully removed. There was no injury to the pt and the procedure was aborted.